Event description:
Additional information was received from the patient. It was reported that patient¿s current stimulator didn¿t work and the patient had dissatisfaction with it since the day it was implanted. When it did work, it hurt badly and gave the patient electrical shocks. The patient was in more pain and the stimulator was not helping. The patient believed that the stimulator had become disconnected. It was noted that the patient saw her managing hcp 20 times for adjustments but nothing helped. It was noted that the patient did not have a current managing hcp. The patient was to follow-up with the hcps on the listings regarding the reported issues. It was noted that the patient received a listing about six months prior to (B)(6) 2015, but none of those doctors took the patient¿s insurance. Additional information was received from the patient the patient reported that there was a recall on her device, but the manufacturer reviewed that there was no recall for the patient¿s implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and postlaminectomy pain. It was reported that since they had been implanted the patient knew that their new device never worked. The patient stated that they knew this because it had not felt like the first implant. The patient stated that the implant had caused them to feel shocking in their feet to their groin area. The patient stated that they had stopped using their battery because it had never worked and not it was dead. Pain was reported. These events were reported to have started at implant on 2008-11-04. The patient stated that they had heard there was a recall for their implanted device. The patient had moved about 5 times and therefore did not have a health care professional (hcp). Hcp listings were provided. The patient mentioned a back surgery that they said was not related to the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.